Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging of the 4.0 x 18 mm xience v stent delivery system (sds), the device was removed from the tubing. The stylet and protective sheath were removed together. It was noted that the stent was not on the sds balloon, but remained on the stylet. There was no resistance noted during removal of the stylet or the sheath. A new 4.0 x 18 mm xience v sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.